Event description:
Customer reported that pump screen went blank unexpectedly and led was not blinking, requiring connection to a power source to turn back on. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction injection via multiple daily injections and successfully resumed insulin therapy. It was noted that further troubleshooting would continue when the pump became available. Reportedly, the customer continued to use the pump for insulin therapy.